Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 (annex g) summary of event: as reported, during an unspecified procedure involving a patient with arterial occlusion of the lower extremity, a flexor balkin guiding sheath leaked at the "sheath connection" upon insertion of the device. Access was obtained in the femoral artery to target the contralateral common iliac artery. The anatomy was not tortuous, calcified, or scarred. Resistance was not encountered during insertion or removal of the device. The sheath and dilator were removed as a unit, and another device of the same type was used to successfully complete the procedure. The device was not pulled by the hub. Blood loss was not reported, and the patient's condition was described as "good". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The used complaint device was returned to cook for investigation. The sheath did not leak during tabletop testing. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The returned device did not leak during testing at cook; however, the exact conditions of the procedure cannot be replicated in the lab. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer name and address-postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure involving a patient with arterial occlusion of the lower extremity, a flexor balkin guiding sheath leaked at the "sheath connection" upon insertion of the device. Access was obtained in the femoral artery to target the contralateral common iliac artery. The anatomy was not tortuous, calcified, or scarred. Resistance was not encountered during insertion or removal of the device. The sheath and dilator were removed as a unit, and another device of the same type was used to successfully complete the procedure. The device was not pulled by the hub. Blood loss was not reported, and the patient's condition was described as "good". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.